Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 168 and 138 mg/dl and 130 and 115 mg/dl. The customer¿s expected fasting blood glucose test result is less than 95 mg/dl and expected blood glucose test result 1 hour post meal is less than 140 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the meter results she had contacted her doctor; doctor was going to prescribe control solution to ensure meter was working properly. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). Test strip lot number was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 118 mg/dl, date: (B)(6) 2022, time: 12:52, non-fasting. Result 2: 98 mg/dl, date: (B)(6) 2022, time: 8:46 am, fasting. Result 3: 99 mg/dl, date: (B)(6) 2022, time: 8:46 am, fasting. Result 4: 140 mg/dl, date: (B)(6) 2022, time: 9:23 pm, non-fasting. Result 5: 158 mg/dl, date: (B)(6) 2022, time: 9:22 pm, non-fasting. (B)(6) 2022 @1:33 pm, non fasting 168 mg/dl. (B)(6) 2022 @1:33 pm, non fasting 138mg/dl. (B)(6) 2022 @ 7:30 am, fasting 115 mg/dl. (B)(6) 2022 @ 7:29 am, fasting 130 mg/dl.